Manufacturer narrative:
Eval: results: the returned lead segments were visually inspected and damage to the lead body and wires were noted. Electrical resistance testing of the leads confirmed the lead wires were also damaged. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2012-04031. Reference MFR report: 1627487-2012-04033. Reference MFR report: 1627487-2012-04034.